Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that patient's blood glucose at time of incident was 426 mg/dl. The customer declined high blood glucose troubleshooting. The customer reported that she has been experiencing no delivery alarms since saturday. Customer reports they are unable to troubleshoot at time of call. Customer reports alarm occurred during manual prime. The customer reported that the bottom of pump broke and fell off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test or verify no excessive no delivery or occlusion alarm due to detached end cap. Device received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.